Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It is unk whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device had not been returned to medtronic for evaluation. If further information is received or the device returned, a follow up medwatch report will be sent.